Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the customer experienced high blood glucose of 513 mg/dl. Customer stated she noticed the cannula was bent and outside of the body. She didn't use the quick serter to insert the infusion set. She inserts near her hip area. Customer was unable to perform troubleshooting. The device is not returning for analysis.